Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed unanticipated wear, pitting, and delamination. The progression of poly wear and osteolysis cannot be confirmed by the x-ray image provided. Provided explant photographs indicate excessive wear of the insert and potential osteolysis. However, the root cause of the reported osteolysis, wear, pitting and delamination cannot be definitively determined. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Followup with complainant has been conducted for the lot number, and the information is not available.

Event description:
Original surgery was performed 10 years ago. Primary implant details tba. Patient had ongoing pain and swelling. On x-ray, it was noted that there was a great deal of osteolysis. During revision, osteolysis were noted behind the femoral component and the behind the tibial component. Polyethylene looked like it had delaminated and oxidized. X-rays and photo of the explants are available. Poly will be returned for investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.